Event description:
Customer reported an unexpected negative reaction on a patient sample with a known anti-e run on galileo. Capture-r ready ID (crrid) lot id073 cell 4 and 12 were unexpectedly negative.

Manufacturer narrative:
The customer returned the product. Five random pouches of crrid lot id073 were opened for inspection. A gray residue was observed in the majority of the test wells in all 5 pouches. Humidity indicator present was in all pouches and appeared blue in color; dessicant waspresent in all pouches. The presence of the e antigen was confirmed on returned and retention crrid, lot id073. Cells 4 and 12 exhibited the expected reactivity, as did other e+ reagent red cells on the panel. Cloudy wells were observed, however, this did not affect the performance of the product. The customer did not return sample for investigation testing. It is not possible to rule out the sample as a cause of the event.